Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultra was reading inaccurately high. The patient usually tests once every 2 weeks (once a day around 12-1pm before lunch). She also tests more often if she is not feeling well. The patient takes set dosages of "hen insulin 37 t" (16 units before breakfast, 10 units before lunch, 8 units before dinner), 1 tablet of "assomex" once daily, and 1 tablet of "prichek m" after lunch. The patient reportedly does not have a sliding scale for her "hen insulin 37 t." According to the patient's husband, the patient was having difficulties getting up from bed and was feeling "giddy" since 6:30am in 2007. About 2 hours later (around 8:30am), the patient obtained a blood glucose result of "292 mg/dl" on her meter. Since the meter reading was high in spite of the patient not having anything to eat, the patient's husband gave the patient her usual 16 units of "hen insulin 37 t." The patient reportedly did not have any breakfast on this day for an unspecified reason. About 9-9:30am, the patient became unconscious. The family doctor was contacted when the patient fell unconscious. The family doctor advised the patient's husband to take the patient to the hospital. When the patient arrived to the hospital, her blood glucose was "22 mg/dl" on the hospital's device, which was obtained at around 10-10:15am. The patient's husband was unable to recall what type of diabetes related treatment the patient received at the hospital but indicated that the patient was hospitalized for 5 days for different tests and observation. The patient reportedly was not suffering from any health conditions at the time of the incident. The next day, the patient's blood glucose was tested on the reported meter and the hospital's meter. The patient obtained "431 mg/dl" on the reported meter and "165 mg/dl" on the hospital's device, performed within 2-3 minutes of each other. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. However, the patient ran a control solution test with the cca and the result was above the expected range. This complaint is being reported because the reporter alleged the patient became unconscious after taking insulin based on her meter reading. In addition, the control solution test result fell above the expected range. The meter, test strips, and control solution were replaced.